Manufacturer narrative:
The initial MDR has been submitted on february 20th, 2026. Corrected information: the correct total number of recalled patients is 35 according to the information provided by the distributor. Additional information: it has not been possible to identify the reason of the deletion of the disposal date of the involved rack of the high volume storage. The root cause of the event remains unknown. The investigation has not identified any design issue in the module. An enhancement will be released in the system management software r25.3 which allows sms software to flag with error the sample tubes with draw date older than the configured max tube age threshold. This change does not specifically fix the issue occurred in this laboratory since the root cause is unknown, but it may support in preventing the use of the sample whose stability has exceeded. The change does not further reduce the risk of incorrect patient results which is low considering the current design. No additional changes are foreseen to be implemented on the hvs module itself. No recall has been evaluated necessary linked to this complaint.

Event description:
The customer reported that there were sample tubes of june 2024 still in the high-volume storage (hvs). The problem was identified on (B)(6) 2026 when a client questioned the laboratory about the result for tube sid (B)(6). Based on the information received from the distributor, 35 patients were recalled to repeat the analysis. For 14 of these 36 patients, a corrected report had to be issued to the physician(s) to amend the first set of incorrect results (16 results in total) initially delivered. Only one patient sid (B)(6) had real impacts: this patient had an hcg<5 on (B)(6) 2026 after a positive home pregnancy test. The patient then went to the hospital on (B)(6) 2026 to repeat the test obtaining 2500.

Manufacturer narrative:
According to the investigation, the impacted sample tubes were stored in a single rack (B)(6) in june 2024, they were not disposed in the expected timeframe (7 days) and remained in the hvs with the possibility of being retrieved and used for further tests. For the hvs installed in this site, the disposal date of the hvs racks is automatically set after 7 days when the rack is full. For the involved rack the disposal date was not present. In this laboratory, the sids are periodically reused by lis, also associated to different patients. Orders related to those sids were received from lis before the new sample tubes were loaded on automation system. The sample tubes dated 2024 were retrieved from the hvs rack and wrongly processed for the new orders; results were associated with the new sample tubes and patients. The new sample tubes, once loaded and identified on automation system, were flagged as duplicates, and sent to the input output module priority output (po) to be manually managed by the operators. The distributor fixed the problem on the field: they emptied the rack, kept it disabled and and to fix the disposal time field associated. The root cause of the problem has not been identified. The code review did not highlight any bug which might explain why the disposal date was not automatically set. The current design already foresees the following features. To avoid incorrect assay result due to rerun of sample after sample stability has been exceeded, sms sends sample receipt notification to the host which allows the host to track sample age and prevent rerun of sample after stability has been exceeded. When a new order is received for a sid associated to a patient with different demographic data, the information is updated. The notification for demographic data update can be enabled to alert the users about the change. In this laboratory these messages were disabled. If the sample tubes are sealed there is a check on the sample tube age when retrieved from hvs and before sending them to desealer module that prevents sample tubes with exceeded stability from being processed: if this parameter is exceeded, the tube is sent to po for operator inspection. The investigation is still ongoing; any possible change will be evaluated for reporting as recall.